Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical devices: icf09b58 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that there was noise on the atrial lead. It was also noted that the right ventricular lead had increasing v-v intervals, non-sustained episodes, and noise which triggered a lead integrity alert (lia). X-ray was performed and the leads were capped, partially removed, and replaced. No patient complications have been reported as a result of this event.